Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was changing out the infusion set and there were air bubbles in the reservoir. Customer's blood glucose was 228 mg/dl at the time of the incident. Customer stated that the air bubble was approximately less than a quarter inch. Troubleshooting was performed and customer was advised to change the infusion set. Customer stated that she received a low reservoir alarm and was assisted in clearing the alarm. Customer confirmed that the insulin is inside the reservoir compartment and was assisted with changing out the set.